Manufacturer narrative:
Additional information was received that the system was also exhibiting increased pacing impedance measurements on the right ventricular channel. A revision procedure was subsequently performed and the system was removed from service and replaced. No additional adverse patient effects were reported. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude red alert was received for this system due to a high shocking impedance measurement. All other measurements were within normal limits. The caller stated that the patient will be brought in for testing if another out of range measurement is detected. No adverse patient effects were reported.